Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ was explanted prior to completion of light treatments due to monocular diplopia and a new light adjustable lens implanted as a replacement. Following the lens exchange surgery, the patient reported that he "can see now, just blurry." No additional information is available.